Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Intraoperative event: proximal body locking screw broke during a revision surgery.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed. Device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The mar indicated: the device was examined with the aid of a stereo microscope at magnifications up to 50x. Macroscopic analysis of the fracture surface indicated that the fracture propagated circumferentially in a clockwise direction. The material analysis concluded: the locking bolt fracture was consistent with torsional overload. The eds spectrum of the material was consistent with the astm f136 alloy. No material or manufacturing defects were observed on the fracture surfaces examined. Medical records received and evaluation:not performed, no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and determined that the bolt fractured due to a torsional overload and concluded that "no material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Intraoperative event: proximal body locking screw broke during a revision surgery.